Event description:
The nurse reported, the patient is in the hospital on a ventilator due to baclofen withdrawal. No volume discrepancy was found in reservoir: respected reservoir volume was 2.2ml and actual reservoir volume was 2.2ml. Troubleshooting was being considered. A follow-up report will be sent if additional information becomes available to us.